Event description:
Reportedly, after the implant software upgrade, the reset button in the statistics section could not be pressed on the overview screen (the word "reset" was grayed out). Then, the programming session was terminated by pressing ¿end¿ button. The subject ICD was re-interrogated. However, the reset button in the statistics section could still not be pressed on the overview screen. Preliminary analysis did not show any issue on the subject device.

Event description:
Reportedly, after the implant software upgrade, the reset button in the statistics section could not be pressed on the overview screen (the word "reset" was grayed out). Then, the programming session was terminated by pressing ¿end¿ button. The subject ICD was re-interrogated. However, the reset button in the statistics section could still not be pressed on the overview screen. Preliminary analysis did not show any issue on the subject device.